Manufacturer narrative:
Concomitant medical products: 104103 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant and was exhibiting a loss of capture. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.